Event description:
During a standard treatment, a pt was burned on the cheek. The burn was small. No ointment or medication was given for burn; just instructed to do warm salt water rinse.

Manufacturer narrative:
During a standard treatment, a pt was burned on the cheek. The burn was small. No ointment or medication was given for burn; just instructed to do warm salt water rinses. The analysis of the handpiece did show the bearings grinding and the head heats up. Further, the head and spray plate were dented at 12 o'clock. The water leaks from spray plate at dent. The product is running out of specification. The user instruction requires a visual inspection and a test run before each use of handpiece. Reported due to the 2 year presumption rule.